Event description:
Adverse event(s): "no pt injury was reported" (no consequences or impact to pt). Product problem(s): "low nitrogen pressure" (pressure issue). The facility biomedical engineer reported that either the system shut down, or low nitrogen pressure was received from the system. The facility biomedical engineer stated, the system was rebooted and the operating room staff changed to another nitrogen tank and finished the case. There was a delay in surgery. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and found the nitrogen tank inlet pressure was low and almost empty. The company service rep checked the event log and there was no indication of a power shut down. Preventive maintenance was performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any add'l, related reports for this system. (B)(4).